Event description:
Patient received medical treatment for hypoglycemia. Patient reports they became unconscious and family member treated them with glucagon and then called the paramedics. Suspect device was being worn at the time.